Event description:
This senior medical surveillance specialist spoke with the patient/layperson on 6/16/09 regarding a recent complaint that her onetouch ultrasmart meter would not turn on. The patient reported the following to this specialist. One day in 2009 at about 9 a.m., the patient attempted to test. When the meter did not turn on, the patient believes she changed the battery at that time; it still would not turn on. The patient took her usual 500 mg metformin and ate breakfast. The patient admittedly did not eat again until having symptoms of dizziness, lightheadedness, and shaking at 4pm. Although the physician did not return her call, she followed his earlier advice: ' eat when shaky and visit ER if worse'. The patient ate a protein bar to alleviate the symptoms and felt better later after. Until calling customer service at about 5 days later, the patient did not test, took her metformin each day, and started eating small meals throughout each day. Prior to the event, the patient often ate only breakfast. Although the patient had not eaten for over 6 hours, presumably exacerbating the issue, the complaint is reported due to the patient's symptoms that meet criteria for serious injury. The cca replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.